Event description:
During a cryoablation procedure, the loop of the mapping catheter became wedged deep in a pulmonary vein (lspv) and was unable to retrieve. The physician tried multiple maneuvers, pushing - pulling, with and without clockwise rotation, but the catheter was not moving within the vein but rather pulling and pushing the entire vein. It was unclear as to whether the catheter was able to move distally within the vein; the catheter was able to spread out when pushed into the vein, but bunched-up and would not move proximally without pulling the body of the vein. Motion of the heart was demonstrated through ice as well as fluoroscopy (contrast and saline were injected through the lumen of the cryoablation catheter), and there was no evidence of perforation. After multiple attempts to rotate the mapping catheter, the handle of the catheter broke off. An interventional radiologist was consulted and several options were discussed for potential removal. It was attempted to back the balloon of the cryoablation catheter up against the back of the mapping catheter and try to rotate the mapping catheter while pulling it back into the lumen of the cryoablation catheter. This is when the tip of the mapping catheter (with all electrodes) broke off completely and was stranded deep within the pulmonary vein. Two additional doctors were consulted and after a long discussion between the electrophysiologist and the 3 additional specialists, the team concluded that they would not pursue surgical removal of the foreign body. On the day following the procedure, the patient was stable and has had no medical complications. Four ablations had been applied to the lspv prior to the event. It was noted that there was a small lower branch of the lspv that may have been missed during the previous ablations and it was decided to segment this branch with an additional ablation. The ice imaging suggested that this branch may have had a separate ostium from the lspv (perhaps being an upper branch of the lipv or a lmpv), but this was unclear. The case was aborted.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
Visual inspection of the returned device showed a missing loop array portion of approximately 1.8 inches, broken end of the catheter (adhesive tip), multiple hypotube kinks, the shaft and ECG signal wires were broken at the proximal end attachment with the ECG connector (lemo/ECG connector was not returned) and missing introducer. The nitinol with pet shrink tube broke off just above the 90° section. All 8 electrodes were included on the missing loop section while all of the corresponding signal wires were broken off near the welded joint. Neither nitinol wire nor ECG signal wires were protruding from the pebax shaft at the fracture site. The pebax shaft revealed evidence of rotation and ductile twist pattern on the surface. As per reported event description as well as provided pictures and video confirmed that multiple maneuvers (pushing - pulling, with and without clockwise rotation) were performed to dislodge the achieve mapping catheter from the pulmonary vein causing it to break. Loop portion of the catheter with the electrodes were abandoned in the patient. The device history record was reviewed and no manufacturing related issues were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.